Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas indicating that the patient was hospitalized and indicated that the patient was unsure how to deliver a bolus. Animas contacted the patient who indicated that he had made a mistake and disconnected from the pump. No further information was provided at the time of contact; the patient requested a call back at a later time and animas left a voicemail for the patient at that time. The cause of hospitalization is still not clear at this time. This report is made based on the allegation that the patient was hospitalized and the reported use error may have contributed to the event.